Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73a1900832 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that (B)(6) 2020, in (B)(6) hospital, the staple was jamming during usage on the patient and successive 2 pcs (the same lot) have the same issue, which extended the operation time and increased the risk to complete the treatment. Changing a new one and it works well.